Manufacturer narrative:
The device passed testing. A software error was found in device history but was not duplicated during testing. The cause of the customer's reported whitescreen was due to a software error. This reporter represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a whitescreen error. During testing at the user facility after the device was power on, the device alarmed with a whitescreen error. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. Though requested, no additional information was provided.